Event description:
During a rotator cuff repair, it was reported the tip of the truepass needle broke off whilst passing through the cuff. The surgeon believes it is still inside the cuff. It could not be found. The patient has been informed. It was reported that the surgeon had made approximately six attempts which had failed to pass the needle through the cuff, before the problem occurred. The procedure was able to be completed with another needle from the same lot. There was approximately a 15 minute delay in the procedure. About 2mm of the needle had broken off. The patient was noted to be okay post-procedure, and there are no future plans to attempt to locate and remove the piece, unless the patient comes back with pain or discomfort.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided, as the lot numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. (B)(4).